Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the common femoral artery. The 99% stenosed de novo target lesion was located in the moderately tortuous and severely calcified left anterior tibial artery. When advancing a 2 x 150 x 150 sterling sl mr balloon catheter resistance was encountered while crossing the target lesion. During the first inflation of the sterling sl mr balloon catheter a balloon rupture occurred at 5atms. The sterling sl mr balloon catheter was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Patient age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).